Manufacturer narrative:
(B)(4) - no complaint against device. Eval results: visual inspection of the returned lens showed there was a clear surgical residue on lens, however, there was no visible damage observed. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed the aa4204vl silicone plate lens due to a capsule tear. The lens was removed without enlarging the incision, a vitrectomy was performed and a three piece lens was implanted. The reporter stated the incident was the result of a pre-existing pt condition and not related to the lens.